Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implaned with a left ventricular assist device. It was reported that on (B)(6) 2015, the patient was septic with positive blood cultures; the organism was unspecified. However, cultures of the patient's driveline site were positive for (B)(6). The patient was treated with IV antibiotics and was discharged on an unspecified date.